Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter. While removing the 3max catheter from a penumbra system 5max ace reperfusion catheter, the 3max catheter became fractured into two pieces. The 5max ace catheter was removed with the fractured 3max catheter inside. The procedure continued using the same 5max ace catheter and a new 3max catheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the 3max was fractured approximately 45.0 cm from the distal tip, kinked repeatedly from the distal tip to 45.0 cm from the distal tip, and kinked 61.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that as the 3max was being removed from the patient anatomy, it became stuck in the 5max ace and the 3max was ripped in half. Both halves of the 3max and the whole 5max ace were then successfully removed from the patient and the 3max was flushed out of the 5max ace, allowing the case to be successfully completed with a new 3max inside the same 5max ace. Evaluation of the returned devices revealed kinks and a fracture in the 3max, and a kink in the 5max ace. The type of damage found on the 3max typically occurs due improper handling during use. If the 3max is manipulated at angles greater than those listed in product specifications, the shaft may kink due to excess force and bending. A kink in the 3max catheter shaft may have caused the 3max to become stuck in the 5max ace and subsequently fracture, as described in the complaint. The kink in the 5max ace was not described in the initial complaint and was used to complete the procedure with a new 3max; therefore, the kink may have been due to packaging the 5max ace catheter for return. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.